Event description:
Foley ball filled with 80ml of ns was placed at 1500 on (B)(6) 2015 for induction of labor. On (B)(6) 2015 at 1000, physician intended to remove foley ball manually but unable to deflate the balloon. Applied vaginal speculum and puntured ballon with 18g needle in order to remove the catheter. No adverse effect was noted on patient nor the fetus.